Event description:
It was reported that during knee arthroscopy the resector cutter broke inside the knee. There was extended operating time for retrieval of the broken piece. X-ray of the knee in the recovery room verified the absence of foreign bodies.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Multiple attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: device breaking. Probable root cause: inadequate window profile, inadequate welding process, improper material strength, inadequate size selected for the application, material brittleness, excessive force applied by the user, incorrect rfid tag. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during knee arthroscopy the resector cutter broke inside the knee. There was extended operating time for retrieval of the broken piece. X-ray of the knee in the recovery room verified the absence of foreign bodies.